Manufacturer narrative:
Additional information: section d.6b. The recipient will reportedly not undergo revision surgery at this time. The recipient is believed to have experienced a failure in-situ. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event closed. The recipient has experienced a failure in situ. The recipient will remain a non-user of the device. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no lock. Device testing could not be performed due to loss of lock. Revision surgery is under consideration.